Event description:
The facility reported a flo gard infusion pump with a malfunction of "no prende" ( doesn't turn on) in the medicine area. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of does not turn on was confirmed and reproduced during service evaluation. Service determined the problem to be a depleted battery. The main battery was replaced to correct the reported condition should additional information become available, a follow-up medwatch will be submitted.